Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoviewhempr, a piece of the jaw broke off in the patient. They were able to retrieve it using forceps. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID # (B)(4). The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. Blood was observed on the metal part of the shaft. Tissue and charred material was observed on the jaws. A visual inspection was conducted. The silicone insulation on the cold jaw was observed to be intact and the silicone insulation on the hot jaw was intact with no defects. The heater wire was observed to be slightly flexed away from the center of the hot jaw, but remained attached at the base and tip of the hot jaw. Based on the condition of the device as found, the reported complaint was not confirmed for "peeled jaw" but the analyzed failure ¿material bent/twisted was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoviewhempr, a piece of the jaw broke off in the patient. They were able to retrieve it using forceps. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Corrected sections: type of reportable event: changed to serious injury. Trackwise # (B)(4).

Manufacturer narrative:
(B)(6). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoviewhempr, a piece of the jaw broke off in the patient. They were able to retrieve it using forceps. A replacement device was used to complete the procedure. The hospital did not report any patient effects.